Manufacturer narrative:
(B)(4). Corrected data: the UDI of the suspect device was inadvertently omitted from the initial report.

Event description:
It was reported that the patient's vns was explanted due to infection on (B)(6) 2016. The system was initially implanted on (B)(6) 2016, so the infection was most likely related to the implant surgery. The device history records of the generator and lead were reviewed, and both devices were sterilized according to procedure prior to release. No further relevant information has been received to date.